Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the left ventricular lead into the device header. Additional force and mineral oil were used to insert the lead. The lead remained implanted and exhibited normal characteristics. The patient was stable.